Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery melted through and exposed the cautery element. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected from "bent" to "thermal decomposition of device". (B)(4). A lot history record review was completed for lots 25136380, 25136452, and 25135879 the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the hot jaw. Tissue and char buildup was observed on the jaws. Specks of blood was observed on the harvesting tool handle. A microscopic inspection determined that the silicone was completely intact. No other failures were observed. An electrical evaluation was unable to be conducted due to the heater wire being detached. Based on the returned condition of the device, the reported failure mode ¿thermal decomposition of device; jaw¿ was not confirmed but was confirmed for the analyzed failure "material twisted/bent; wire". Specific actions for the analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery melted through and exposed the cautery element. A replacement device was used to complete the procedure. The hospital did not report any patient effects.